Event description:
It was reported that the user experienced rapidly falling glucose with a lowest ilet reading of 54 mg/dl followed by a 15¿20 minute sensor signal loss, after which readings resumed; the user is new to ilet use and has recently stopped announcing meals per clinician guidance. Symptoms included shakiness consistent with hypoglycemia. Outcomes included self-treatment with oral glucose (juice) and recovery to 75 mg/dl without the need for medical intervention. Investigation included customer support troubleshooting and education regarding sensor signal loss and glucose management during rapid declines. Investigation of this case revealed that the exact cause of hypoglycemia and transient sensor signal loss was unclear, and accuracy could not be confirmed due to the absence of a glucometer comparison. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.